Event description:
It was reported that the stenoscope system had a no video signal error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was repaired during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare.